Event description:
It was reported that the ipg was at end of life. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information was known or received.

Manufacturer narrative:
Section d6b: during processing of this incident, attempts were made to obtain complete device information; however, no further information has been received.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Section d6b: explant date was not provided. A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life. ¿additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.